Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for a right ventricular (rv) pacing impedance measurement greater than 3000 ohms and a signal artifact monitor (sam) device diagnostic not enabled. The out-of-range pacing impedance caused the lead safety switch (lss) to change lead configuration from bipolar to unipolar configuration. Additionally, the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic due to mv artifact. This system consists of a boston scientific implantable device and a competitive lead. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that alerts were generated for a right ventricular (rv) pacing impedance measurement greater than 3000 ohms and a signal artifact monitor (sam) device diagnostic not enabled. The out-of-range pacing impedance caused the lead safety switch (lss) to change lead configuration from bipolar to unipolar configuration. Additionally, the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic due to mv artifact. This system consists of a boston scientific implantable device and a competitive lead. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.